Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure a shaft break occurred. While the physician was prepping the 3.00x12mm maverick2 balloon to treat the mid left anterior descending artery (lad) it was noticed that the shaft of the device was broken. The device never entered the patient and the procedure was successfully completed with a different device. No patient complications were reported with the patient's current condition listed as "well".

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure a shaft break occurred. While the physician was prepping the 3.00x12mm maverick2 balloon to treat the mid left anterior descending artery (lad) it was noticed that the shaft of the device was broken. The device never entered the patient and the procedure was successfully completed with a different device. No patient complications were reported with the patient's current condition listed as 'well'.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received in two sections as a result of a break in the hypotube. The break was located approximately 21.9cm distal to the strain relief. A detailed microscopic examination of the break site found that the break is consistent with a severe kink that developed in the hypotube. Both sections of the break were kinked. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).